Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tumor removal procedure on (B)(6) 2020 and the suture was used. During the closing procedure, the thread has cut twice. Another like suture was used. There were no patient consequences reported.